Manufacturer narrative:
There is no return of product at this time. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead had dislodged. This lead was explanted and replaced with a non boston scientific lead. No adverse patient effects were reported.